Manufacturer narrative:
No further information is available. This case is not being reported by the customer, but jjm employee. All available information has been provided as part of this report; no further information will be forthcoming.no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Corrective action was not indicated.

Event description:
Hip revision was performed on (B)(6) 2015 by (B)(6) at (B)(6). Original surgery was performed on (B)(6) 2015 by (B)(6) at (b)(46 hospital. Reason for revision was infection, source of infection unknown. Patient initials: (B)(6)., dob (B)(6) 1939, female. Additional product still implanted on the patient: (B)(4), lot no 255539. No further information is available. This case is not being reported by the customer, but (B)(6) employee. All available information has been provided as part of this report; no further information will be forthcoming.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).